Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed an unexpected error diagnostic message when attempting to open the application. Technical support advised a hard reboot of the system however the issue persisted. It was further reported that when the hosting tablet was not connected to the internet, an internet access required diagnostic message appeared when attempting to pair to patient connector or base station and when connected to the internet the unexpected error message would appear. The mobile programmer application was reinstalled to resolve the reported issue. There was no patient involvement.